Event description:
Nurse disconnecting patient from continuous chemo pump. Flushed huber needle and nurse noted IV tubing leaking when flushed with ns. No chemo was noted to be spilled under dressing or on patient skin. Pt instructed by nurse to cleanse area with soap and water and report any skin irritation.